Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range shocking impedance measurements during the implant procedure. Another device was attempted and the issue remained. The lead was then removed and replaced and connected to the second device. All measurements were within normal limits. The second device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.